Event description:
Event description guidant received information that this pacemaker displayed loss of ventricular capture and was in retry mode at a recent follow-up appointment. Ventricular impedance measurements had dropped from 560 ohms to 420 ohms, however, a chest x-ray showed that the lead remained in position. Threshold testing revealed loss of capture at 4.5 v, therefore, a re-intervention was performed to assess the cause of the loss of capture. The pacemaker was removed and the lead was tested through a pacing system analyzer, which revealed threshold measurements of 0.4 v, without a change in placement.